Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker system exhibited intermittent high out of range impedance measurements in the right atrial (ra) lead and oversensed non-cardiac signals leading to inappropriate atrial tachy response (atr) episodes and an automatic change from bipolar to unipolar configuration. Additionally, the varying amplitude of signals facilitated functional undersensing of intrinsic right ventricular (rv) beats. The ra lead is not a boston scientific device. Boston scientific technical services (ts) reviewed the stored events and recommended troubleshooting steps to confirm potential ra lead impairment. Ts suggestions included measuring impedance and sensing thresholds while running real time electrograms (egm), manipulations and repeating testing in bipolar configuration. At this time, the system remains in service and no adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited intermittent high out of range impedance measurements in the right atrial (ra) lead and oversensed non-cardiac signals leading to inappropriate atrial tachy response (atr) episodes and an automatic change from bipolar to unipolar configuration. Additionally, the varying amplitude of signals facilitated functional undersensing of intrinsic right ventricular (rv) beats. The ra lead is not a boston scientific device. Boston scientific technical services (ts) reviewed the stored events and recommended troubleshooting steps to confirm potential ra lead impairment. Ts suggestions included measuring impedance and sensing thresholds while running real time electrograms (egm), manipulations and repeating testing in bipolar configuration. At this time, the system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.